Event description:
Customer stated: at the end of the case, the staff was removing the blade from the knife handle, a piece of the #20 blade broke and flew off the table area. No danger or injury to pt or staff member.